Manufacturer narrative:
Patient /user involvement: the device malfunction was found outside of clinical use at the time the issue was discovered.

Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned for analysis. Visual inspection of the part revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the da pcba into a fi ventilator to duplicate the reported issue of machine pressure sensor failure. The fi technician identified that the out-of-specification u7 created the error code 1108. The solenoid valves 3 and 4 were also returned for analysis. The solenoid valves were tested, and no failures were identified.

Event description:
The customer reported an issue that the ventilator experienced a machine pressure sensor autozero failure during patient set-up. The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The device malfunction was found during clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no patient involvement at the time and no intervention was necessary. The fse replaced the solenoid valve and data acquisition printed circuit board assembly (pcba). The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomaly was reported.